Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (lot f1426201) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be determined. (B)(4).

Event description:
The following information was reported: the physician deployed the mynx ace 6f/7f vascular closure device in the appropriate manner the patient's groin looked "good". When the patient went back to the holding bay 20 minutes after the deployment he ended up getting a hematoma greater than 6 cm in size. They held for 40 minutes and then placed a femostop on the patient for 1 hour. The patient was hospitalized for reasons un-related to the mynx device. Procedure type: interventional coronary vessel size: 5 mm stick location: medium sheath size: 6f